Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl. Customer¿s blood glucose was at 120 mg/dl, it was escalating he has changed out his infusion set. Yesterday morning, customer started vomiting and blood glucose was at 400 mg/dl and customer changed the set again. He has already done a manual injection, tried to bolus over the last two days, it shows it was delivering but he is getting zero affect out of it. The blood glucose was at 230 mg/dl and not that long ago, he took a manual injection and now it was at 120 mg/dl. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. The drive support cap appears normal. Customer said that he had the no delivery alarm. Customer not comfortable continuing to use this pump after having unexplained high blood glucose. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device is not expected to be returned for analysis.